Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the inappropriate treatment and patient death, as the patient was in a non-life-sustaining rhythm prior to the treatment event.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while reportedly wearing the lifevest. The device's download data reveals that prior to passing the patient received an inappropriate treatment shock. It was reported that the patient was unconscious and in the hospital at the time of the event. Hospital staff were present and were performing CPR on the patient. The patient's nurse reported that the patient was on hospital telemetry, which showed the patient was in asystole. It was reported that a code was called at 09:58:00, and the code team initiated CPR while the lifevest was still on the patient. At 10:02:17 the lifevest detected an arrhythmia. The patient was in asystole. At 10:09:28 the lifevest delivered a treatment shock. The patient's rhythm at the time of the shock was obscured by CPR artifact. The CPR artifact contributed to the false detection. The patient's rhythm following the event is unknown, as CPR artifact continued to obscure the rhythm. The patient subsequently passed away. It was reported that one of the patient's nurses felt the treatment shock. There was no indication that the nurse sustained any injury. There is no indication that the lifevest caused or contributed to the patient's death, as the patient was already in asystole, a non-shockable and non-life-sustaining rhythm, prior to the inappropriate treatment.